Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Date of event and date of implant has been estimated.

Event description:
It was reported that the stent implant jumped. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). As this is confirmed to be a duplicate event which was previously reported, no further evaluation is required. These events were previously reported under the following MFR numbers: (B)(6), MFR number: 2024168-2017-07295; (B)(6), MFR number: 2024168-2017-00380.

Event description:
The following events with patient identifiers (B)(6), have been determined to be duplicate events of patient identifiers (B)(6). The events were reported by different sources multiple times when in fact there were only 2 events.